Event description:
It was reported that there was air in the patient line of a homechoice automated pd set with cassette. This occurred while the patient was connected to the device during the second drain cycle of peritoneal dialysis (pd) therapy. The patient stated they disconnected during well and when they reconnected the drain had already began. The technical service representative (tsr) assisted the patient in clearing the alarm and advised her to start therapy over with new supplies. No patient injury or medical intervention was reported in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, the patient disconnecting and reconnecting without using proper procedures is a known cause of air entering the set up. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are not instructed to disconnect during therapy unless for an emergency disconnect procedure. The patient guide provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.